Manufacturer narrative:
Other, other text: additional information is provided in h.2., h.3., and h.6. Functional testing confirmed the customer's complaint. The cause was the calibrations out of specifications. The service history review identified no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6). D.4. Full UDI number: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Event description:
It was reported the device exhibited a force sensor error. Patient involvement is unknown.